Event description:
After firing cycle user got a firing sequence incomplete prompt. After inspection of the anastomosis user noticed it was incomplete by about 1/2. User turned pc off going to try to start over with a new (2nd) flexshaft; it did not have any open or close capabilities. It finally closed with a 45mm attached but would not fire.